Event description:
Reportedly, the instrument did not place properly formed staples on the stomach tissue while forming the gastric pouch. The surgeon then decided to convert the procedure to an open surgery to suture the anastomosis and complete the case without further incident. Procedure: esophagogastrectomy.